Event description:
It was reported that this pacemaker with this right ventricular (rv) lead was exhibiting mv oversensing, noise and high out of range pacing impedance with measurements greater than 3000 ohms, which triggered a lead safety switch. The patient (pacemaker-dependent) experienced pacing inhibition for approximately 5 seconds and reported symptoms of discomfort, pain and dizziness near-syncope. In-person device interrogation revealed no rv capture with bipolar pacing, lead noise in both unipolar and bipolar sensing, and pacing inhibition during isometric left arm movement. The patient was transferred for lead replacement and was temporarily programmed to dual chamber asynchronous pacing mode at 90 bpm, with maximum unipolar rv output, which resulted in pectoral muscle stimulation. This rv lead was confirmed to be fractured, and it was explanted and replaced with a non-boston scientific lead implanted in the left bundle branch area. The intervention restored reliable pacing without further complications. This pacemaker remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This implantable pacemaker remains in service, however; the lead related to this event was explanted, and as the mv/rrt noise or oversensing allegation was mentioned on the event and we have not been able to confirm its absence, the possibility that the device may have also contributed to the need for this additional intervention cannot be excluded. Therefore, an emdr report will be submitted.

Manufacturer narrative:
This implantable pacemaker remains in service, however; the lead related to this event was explanted, and as the mv/rrt noise or oversensing allegation was mentioned on the event and we have not been able to confirm its absence, the possibility that the device may have also contributed to the need for this additional intervention cannot be excluded. Therefore, an emdr report will be submitted. Additional information confirmed that noise/oversensing was not correlated to minute ventilation (mv) oversensing.

Event description:
It was reported that this pacemaker with this right ventricular (rv) lead was exhibiting mv oversensing, noise and high out of range pacing impedance with measurements greater than 3000 ohms, which triggered a lead safety switch. The patient (pacemaker-dependent) experienced pacing inhibition for approximately 5 seconds and reported symptoms of discomfort, pain and dizziness near-syncope. In-person device interrogation revealed no rv capture with bipolar pacing, lead noise in both unipolar and bipolar sensing, and pacing inhibition during isometric left arm movement. The patient was transferred for lead replacement and was temporarily programmed to dual chamber asynchronous pacing mode at 90 bpm, with maximum unipolar rv output, which resulted in pectoral muscle stimulation. This rv lead was confirmed to be fractured, and it was explanted and replaced with a non-boston scientific lead implanted in the left bundle branch area. The intervention restored reliable pacing without further complications. This pacemaker remains in service and no additional adverse patient effects were reported. Additional information confirmed that noise/oversensing was not correlated to minute ventilation (mv) oversensing.